Event description:
The nurse reported 3 cases (no pt identifiers) of toxic anterior segment syndrome (tass) the facility states they are not blaming any product(s) and they are investigation all possible sources of tass at their facility. The facility states ther reuse their ohaco tips and silicone I/a sleeve. It was also reported that they add epinephrine to their irrigating solution. All three patients had the same surgeon. The cause of these event is not known.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed bacuse the reporter did not provide a lot number or any identification traceable to manufacturing documentation.